Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a patient underwent a colonoscopy with polypectomy. A few hours after the procedure, the patient developed abdominal pain, sweating, and discomfort. He was transferred to another hospital, where an MRI revealed a colon perforation. The patient underwent emergency surgical repair and was subsequently admitted to the intensive care unit for postoperative care. Additional follow-up with the facility confirmed that the subject device had been used during the procedure. The perforation likely occurred during the polypectomy using a third-party polyp snare. The physician confirmed there was no product malfunction observed with the olympus colonoscope and attributed the event to a recognized procedural complication, not to the device. At the time of reporting, the patient¿s outcome after hospitalization was not provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and information provided by the customer. Updated field: b5, d8, and d9. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer confirming that there was no connection between the subject device and the perforation that occurred, stating that "it was purely an examination complication that led to the perforation".